Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the damaged rails on drawer 4.1, which led to the drawer failing to close properly and falling out of the unit when opened. A field service engineer (fse) replaced faulty drawer assembly with a new unit, and functionality was verified through recovery testing with the technician, after which the drawer operated normally, and the customer confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer broken. User reported that unable to close pr open the drawer. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station or pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.